Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: user's test strip had poor storage. Based on review with FDA on 06/21/2017, we verified the agency's interpretation of the act and submit this medwatch report based on the nature of the complaint for this recalled lot. FDA-assigned recall event ID 74805.

Event description:
Consumer reported complaint for low blood glucose test results. The customer's expected fasting blood glucose test result range is 90-100 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported because of the actual blood glucose results. During the call, a back to back blood test was performed by the customer non fasting and produced test results of 96 and 105 mg/dl. The product is not stored according to specification. The test strip lot manufacturer's expiration date is 5/31/2018 and open vial date is (B)(6) 2015. The meter memory was reviewed for previous test result history: 99mg/dl (B)(6) 08:41:00 pm fasting:no; 91mg/dl (B)(6) 08:40:00 pm fasting:no; 85mg/dl (B)(6) 08:36:00 pm fasting:no; 89mg/dl (B)(6) 12:45:00 pm fasting:no; 83mg/dl (B)(6) 12:44:00 pm fasting:no. Memory concerns: 85,89,83. Customer calling stating her meter is reading low results, customer stated her normal blood sugar is between 90-100 mg/dl fasting. Customer stated she storage meter and strips in the kitchen, I educated customer with proper storage technique. Customer satisfied.